Manufacturer narrative:
On 10th nov 17 it was communicated that the revision was successfully, only tibial implant included the pe insert changed femur component was ok. Implants available for analysis. On 17th nov 17 the medical affairs made the following investigation: partial knee revision surgery (tibial baseplate and insert) occurred 2 years and 11 months after primary implantation. According to the report, the reason for revision is aseptic loosening. The poor quality of the radiographic image provided doesn't allow a proper assessment of the implant position and bone status. Explant picture shows the absence of cement adhesion to the tibial component surface. This may suggest issues during the cementation process that may be caused by several variables not related to the implant. Preliminary investigation based on the picture of the explanted components, performed by r&d project manager on 30th nov 17: picture of the explanted component shows the absence of any residual cement on the distal surface on the tray in contact with the bone. It is something usual to be seen on explanted components, even where mobilisation/loosening is not the cause of the event. So it is not an evidence of the fact that cementation was related to a faulty device. The event was most likely due to the cementation process, which outcomes can be affected by several parameters not implant related. Batch review performed on 01 december 2017: lot 146810: (B)(4) items manufactured and released on 12 january 2015; expiration date: 2019-10-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Apparently the tibia plateau is loose, and the revision surgery will be done the revision next (B)(6).

Manufacturer narrative:
On 01 february 2018 we were informed by the sales representative that the piece is not available for investigation.